Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, this pacemaker displayed right atrial (ra) pacing impedance measurements of 490 ohms which is within normal limits. The daily measurements show impedance measurements were stable. It was noted there were no out of range measurements, including threshold and sensing measurements, and no noise was present. The health care professional (hcp) indicated they would have the patient back in a month to check again. It was also mentioned the patient has been having syncope but it was unrelated to the device; however, the specific cause of the syncope was not reported. Additional information has been requested; however, no further information is currently available.